Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v605756, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the device was removed 6 months to a year after implant because it was not helping. No further complications were reported or are anticipated. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had the device explanted because the implant did not seem to help the patient and seemed to make things worse. The caller indicated that the ins was removed 6 months to one year after implant (2011 or 2012). No device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: -- explanted: -- product type programmer, patient product ID 3889-28 lot# v605756 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient requested to have the device removed and it was not improving their symptoms. It was explanted on (B)(6) 2011 and was discarded.